Event description:
A peritoneal nurse (pd) reported that the pt with a known cardiac history was admitted to hospital on (B)(6) 2013 ad died from a myocardial infarction on (B)(6) 2013.

Manufacturer narrative:
A review of the medical records was done by the post market physician. This pt with esrd on peritoneal dialysis using the cycler, with a history of copd and cad, was placed on hospital care. The pt was later admitted to the hospital on (B)(6) 2013 and subsequently passed away on (B)(6) 2013. The hospital reportedly does not use fresenius products. There was no history of device malfunction of the fresenius products prior to the hospitalization, but a device eval has not been completed. A supplemental report will be submitted upon completion of plant's investigation.